Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 18:37:14. During night drain cycle five, the patient's ultrafiltration reading was 1288ml, indicating the home patient (hp) drained 1288ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be false empty detect and use error, inappropriately bypassed low uf alarm. Homechoice/homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. Should additional relevant information become available a supplemental report will be submitted.